Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no display ramping on its own anomaly noted. The insulin pump has minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the customer had high blood glucose levels of 215 mg/dl. The customer reported that the buttons of the insulin pump kept ramping up while in the process of programming a bolus. The customer also reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.